Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va13z03, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with neurostimulator leads for parkinson's dual and movement disorders it was reported that an MRI was being performed due to a possible brain hemorrhage caused by the initial implant surgery. The manufacturer representative (rep) reported 2 days later that the patient experienced a head bleed. It is unknown if the MRI was performed or if the leads were capped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.